Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 7 june 2017, a 21mm trifecta gt valve was implanted in the aortic valve. On (B)(6) 2022, patient presented with shortness of breath. On (B)(6) 2022, the valve was explanted. The valve was replaced with a non-abbott valve. The patient status was reported as stable.

Event description:
N/a

Manufacturer narrative:
Explant due to shortness of breath was reported. The investigation found fibrous thickening on all leaflets. Leaflets 1 and 3 were torn. The tears were associated with calcifications. There was calcifications on all leaflets. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of reported incident could not be conclusively determined; however, the tears were associated with calcifications. In addition, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.